Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2017-02905. This report is being submitted as additional information. Approximate age of device ¿ 3 days. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, and the reported event could not be conclusively determined through this. The patient remains ongoing on heartmate 3 lvas. The heartmate 3 lvas IFU lists stroke as an adverse event that may be associated with the use of heartmate 3 left ventricular assist device. This document also provides information regarding anticoagulation, including recommended inr values. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient had an extensive and complicated pre-operative course. It was reported that the implant procedure was uneventful and the patient remained hemodynamically stable on epinephrine at 0.06mcgs/kg/min and dobutamine at 2.5 mcgs/kg/min, with intermittent cardene to maintain map 70-80. The patient¿s lactate dehydrogenase (ldh) was 1200¿s u/l, white blood cell count (wbc) was 19,000. Post-op neurology exam was normal. The patient moved all four extremities to command. The following day, the patient was taken to the operating room for chest closure which was uneventful and no blood clots were found. The patient remained hemodynamically stable. Then during neurology exam, the patient followed commands and moved all extremities except for the right arm. CT angiogram found a subacute stroke, but reportedly not in the area that would cause the patient¿s symptoms. A very small vascular was noted. Due to the changing neurology exam it was reportedly thought that the patient may have moyamoya disease and possible vasospasms. The neurology exam revealed that the patient would intermittently follow commands and had localized pain in all four extremities. Neurology recommended to start anticoagulation and maintain the patient¿s map between 75 and 85. On (B)(6) 2017 the patient was taken to interventional radiology and a m1 thrombectomy was performed. Neurology assessment post procedure found that the patient was greatly improving and was hemodynamically stable. It was reported that the pump was functioning as expected.